Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding patients with an implantable neurostimulator (ins). It was reported that there were cases where a patient needed to have their previous pacemaker wires revised due to a mal-position over time and the hcp did this without adverse events. No further complications were reported/anticipated.